Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed the warranty seal was broken and the lid and bezel are damaged. A functional evaluation revealed most settings could not be tested, the units display does not function. The unit was opened and found no issues. The complaint was verified and the root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the display ribbon cable or screen display. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the quantum controller screen was black. The settings were not working. The event happened after procedure. No complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.